Event description:
A patient reported that the various error messages on their one touch basic became so frustrating for them that they stopped testing. Patient also lowered their insulin on their own by 5 units because patient was getting "weak spells". Patient's meter allegedly would only display the message "retest" and another undefined issue. Patient unable to test with meter. No comparison was done. Treatment was patient's diabetes medication. No further information has been reported.